Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Revision to address loosening of the patella and tibial tray at unknown interface.

Manufacturer narrative:
Conclusion and justification status: clinical complaint (B)(6). Right knee; sade / loosening tibial plateau. For study knee: yes. Serious, severe, definitely device related and not procedure related. It would appear that revision surgery is planned for (B)(6) 2015 as a date for treatment has been entered but nothing more. Diagnosis for primary knee surgery : osteoarthritis. Comorbidities: hypertension. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A review of the x-rays provided identified no evidence of implant fracture or disassociation. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. \addendum added 11 nov 2015. The complaint was reopened as medical records were received. The patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. A review of manufacturing records did not identify any anomalies. The complaint shall be closed with an undetermined conclusion and entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.